Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing low blood glucose level of 30 mg/dl. The customer treated their low blood glucose with food and glucose tablets. The customer also had low blood glucose level of 60 mg/dl when they went to a doctor's appointment. The customer was given a soda to treat the low blood glucose. The device will not return for analysis.